Manufacturer narrative:
Batch review performed on 08 april 2019: lot 173300: (B)(4) items manufactured and released on 08-nov-2017. Expiration date: 2022-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved in the complaint: liner: mpact 01.32.4048hct flat pe hc liner ø40/f (k122641) lot 187911: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery about 1 month after primary for hip infection. The pathogen is unknown. The surgeon performed a washout and revised the ball head and liner. The surgery was completed successfully.